Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance due to the lead fracture, which was confirmed by a chest x-ray. The patient also experienced frequent falls. The lead remains in service. No adverse patient effects were reported.